Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported pump fail during use, which was not reproduced during evaluation. A review of the event history log identified pump fail during use as improper shutdown messages. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a battery failure during nitro drip therapy (dose, programmed amount and delivery rate unknown) while the patient was in transport to another department. There was no known patient injury or medical intervention associated with this event. Initial inspection at he facility shows that the pump battery was charged, the charger appeared to be working and there were no battery issues (no stuck battery contacts, contacts are clean and the battery was secure on the pump). It was noted that there were two improper shut downs in the event history log. No additional information is available.